Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The day after the event onset, the patient was hospitalized for peritonitis via the emergency room. The event was manifested by abdominal pain and turbid effluent. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Physioneal therapy remained ongoing. At the time of this report, the patient was recovering. Five days after admission to the hospital, the patient was planned to be discharged. No additional information is available.